Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2015, (B)(4). Analysis found overinfusion due to an undetermined cause and damage to the ascneda transition tube. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a intrathecal pump. The indication for use was cerebral palsy and intractable spasticity. It was reported that the pump and catheter were explanted on (B)(6) 2018 because the patient wanted them removed. The pump and catheter were not replaced with a manufacturer's device, and it was unknown if the patient was involved in a clinical study. The patient was not receiving drug as the pump was turned off. It was reported that the pump was used with/in the patient for treatment. There was no injury and the patient recovered without sequelae after the device removal. No further complications were anticipated/reported.